Event description:
Directional atherectomy was needed to treat disease in the distal sfa, pop, tpt, peroneal and at. The turbohawk sx-c device was chosen and prepped according to guidelines. The cutter blade was engaged and luminal gain appeared to be achieved. However upon removal of the device, no plaque was collected in the nosecone and an embolization event was coincidently realized in the distal tibials. Nitro was administered.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Investigation: a review of the manufacturing records for this lot indicates that 1 unit was scrapped for "tip misaligned to ts [torque shaft]" and 1 unit was scrapped for "housing damage". Scrapped units are removed from production and are not received into inventory. The turbohawk device was received for evaluation without any ancillary devices or cine images from the procedure. The rotating tapered tip of the distal tip assembly was oriented in the "open" position. The cutter head assembly was located fully advanced into the lumen of the distal tip assembly (as defined by the travel limits of the thumbswitch. A quantity of collected tissue was noted between the cutter head and the "open" distal port. The thumbswitch was pulled back and the cutter head assembly nested in the housing ramp. The tip assembly was soaked in a water bath to soften the noted tissue. The tip assembly was loaded in a test tissue flushing tool (with an attached water-loaded syringe). The device was flushed expelling the collected tissue. Conclusion: the complaint was not confirmed. The cause of the difficulties could not be determined. Possible contributing factors such as; vessel anatomy/ morphology, ancillary device interaction and procedural technique could not be evaluated in this investigation.

Manufacturer narrative:
A review of the manufacture records did not reveal any discrepancies relevant to the reported event. Additional information has been requested should it become available a supplemental report will be submitted.